Event description:
It was reported that the patient had his ams artificial urinary sphincter device was removed due to recurring incontinence as the 4cm cuff was no longer causing urethral closure. There was suspected atrophy of the urethra as the device was working okay. A new ams artificial urinary sphincter with a 3.5 cm cuff, pump and balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that when measured, the urethra was now 3.5 cm and not 4 cm what was originally implanted. The urethral atrophy location was under the cuff. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had his ams artificial urinary sphincter device was removed due to recurring incontinence as the 4cm cuff was no longer causing urethral closure. There was suspected atrophy of the urethra as the device was working okay. A new ams artificial urinary sphincter with a 3.5 cm cuff, pump and balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had his ams artificial urinary sphincter device was removed due to recurring incontinence as the 4cm cuff was no longer causing urethral closure. There was suspected atrophy of the urethra as the device was working okay. A new ams artificial urinary sphincter with a 3.5 cm cuff, pump and balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that when measured, the urethra was now 3.5 cm and not 4 cm what was originally implanted. The urethral atrophy location was under the cuff.